Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump needed to be replaced because it had broken pieces from the threads go to the battery cap. Customer's blood glucose was 50 mg/dl. Customer does not recall how the damage occurred but he thinks it may be overtightened. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads and a cracked reservoir tube lip.